Manufacturer narrative:
(B)(4). Approximate age of the device - 85 days. (B)(4). Device evaluation: the explanted pump was returned for analysis. Upon disassembly, examination of the rotor bearing ball revealed a red, tissue-like deposition. The deposition was small and had a ring like structure, which is an indication that it likely developed while the pump was in operation. However, it appeared to be in early stages of development with minimal layering. Examination of the blades and body of the rotor found a dark red, hard and denatured deposition. The hard and denatured areas of the deposition indicates that it was present while the pump was supporting the patient. In addition, a red, soft deposition was observed in the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the pump was supporting the patient. Although the evaluation of the pump as returned could not conclusively determine the origin of the observed depositions nor the duration of their presence in the pump, these depositions would have potentially contributed to the reported high lactate dehydrogenase levels. Examination and electrical continuity testing of the returned portion of driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic on (B)(6) 2016 with complaints of dizziness and feeling nauseated. Laboratory test results indicated a high level of lactate dehydrogenase (ldh). The patient was admitted and treated with diuretics and heparin. An echocardiogram ramp study was performed with increased pump speeds from 8600 rpm to 11000 rpm showing the aortic valve opening on every beat and severe septal shift to the left at 11000 rpm. The pump speed was reduced to 9200 rpm. A 3-d chest CT showed patent inflow and outflow. The patient was discharged on (B)(6) 2016 without symptoms and the plan was to increase anticoagulation and re-assess. On (B)(6) 2016, the patient was readmitted with further complaints of dark colored urine. The patient underwent a pump exchange on (B)(6) 2016. No further information was provided.